Event description:
The customer called olympus technical assistance center (tac) requesting assistance with connecting the image management software e clinical works to the evis exera iii video system center as there was no image on the primary monitor oev-261h. The customer needed help with the settings. The event did not occur during or prior to a procedure as the surgical center was closed to work on this issue. There were no reports of patient harm associated with this event. Related patient identifiers: (B)(6) and (B)(6).

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported the user facility is working on an integration with the electronic health record e clinical works (ecw). The facility has image capture capabilities but ran into difficulty with the install. The week prior, at the beginning of the install, images were able to be seen on the back monitor where the program runs but images cannot be seen on the olympus monitor. According to the customer, the serial device interface (sdi) out 1 is connected to the endoworks (ew) personal computer (pc) and sdi out 2 to the ecw (ewc) pc and the customer did not want to change the configuration. Tac further reviewed the cabling with the customer and found the customer uses the maj-1918 remote cable to control voltage (cv) port on maj-1916 convertor box, the remote cable from the df (full duplex) port to the black box to the pc. The sdi in cable on the oev -261h monitor is coming from a box with port g that goes to ew. Tac informed the customer that if ew is not connected to the cv-190 and not on, there will be no signal to the monitor, it needs a signal. Tac recommended to use digital visual interface (dvi) out of cv-190 to dvi in on the oev-261h. Tac instructed the customer to go to peripherals and set the digital filing system to option and output to sdi and then go into user settings and turn printer off and df device on. According to the customer, all cabling goes through a boom and the customer does not want to reconfigure. The customer does not plan on returning any equipment to olympus. The customer reconnected everything back up to ew and is attempting to work with ecw to resolve the issue. Additionally, the customer may connect tac with the technical support team at ecw for further assistance if necessary. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.